Event description:
During an in-clinic follow-up, noise resulting in oversensing due to suspected lead damage was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable.